Event description:
Customer reports low blood symptoms with blood glucose result of 166 mg/dl taken on the advantage system; customer became non-responsive and paramedics were called (no action taken based on device result). Result on paramedic's meter was 31 mg/dl and he was treated with IV glucose. Customer was taken to hospital and kept overnight (treatment unknown). Customer is using expired test strips (per product labeling, it advises not to use expired product as it is likely to give false results). The customer did not provide the location where the discrepant result was obtained. No quality controls were used. Requested return of suspect device and replacement was sent.